Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a unknown procedure, the tissue pad melt. It didn't fall into pt. Surgeon used another like device.